Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that during use the, bd insyte-n¿ autoguard¿ shielded IV catheter pierced the catheter during reinsertion and was unusable. The following information was provided by the initial reporter: "it turns out that the needle pierces the catheter during reinsertion, making it unusable. This has happened many times in the last month."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-jun-2022. H6: investigation summary one sample with open packaging was received by our quality team for evaluation. The sample was subjected to visual inspection. From the sample, the needle was observed to be pierced through the catheter tip area. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Based on the verbatim, the needle pierced through the catheter occurred ¿during reinsertion¿. The user is recommended to follow the caution on the instruction for use (IFU), which stated: ¿if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert needle into the catheter tubing as damage may occur¿. Therefore, this non-conformance most likely occurred outside of the manufacturing facility. H3 other text : see h10.

Event description:
It was reported by the customer that during use the, bd insyte-n¿ autoguard¿ shielded IV catheter pierced the catheter during reinsertion and was unusable. The following information was provided by the initial reporter: "it turns out that the needle pierces the catheter during reinsertion, making it unusable. This has happened many times in the last month."